Event description:
It was reported that at the completion of the device interrogation, atrial capture was lost. The loss of capture caused the patient to go into ventricular tachycardia. The patient has a do not resuscitate order and recovered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.